Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed seven and a half year on the previous check and recently it showed four and a half year remaining. It was also noted that the pacing percentage had increased. Boston scientific technical services (ts) then advised to save to disk for analysis. Further information was received indicating that the patient will be checked by the physician on the next regular scheduled every six months. However, if the battery will continue depleting the physician will follow any recommendation from the ts. To date, this pacemaker remains in service. No adverse patient effects were reported.